Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the device header had an atrial grommet issue that prevented the physician from being able to connect the atrial lead. It was noted that the physician could not get the wrench kit through the atrial port. The device was removed and a different device was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. Visual summary indicated the atrial setscrew was disengaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.